Manufacturer narrative:
Date of death given as (B)(6) 2024 (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that an autopsy is being performed. The autopsy wasn't performed in the hospital. The identified defect/failure could have led to death for obvious reasons. It was not clearly visible during the procedure. The patients admitting diagnosis was ischemic stroke, the patient's neurological condition was deteriorating before the procedure. There was no damage to the device. It was found to be defective/malfunctioning. The cause of the subarachnoid hemorrhage was not determined.

Manufacturer narrative:
Correction to section b1. There was no product problem associated with the phenom catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient underwent mechanical thrombectomy of the right middle cerebral artery, segment m1/m2. The stent-retriever was selected according to the manufacturer's recommendations (3x40). Using the standard technique, in accordance with the instructions provided (IFU), the device was prepared, delivered at the level of the thrombus, and then opened in the thrombus. Smooth course, without excessive resistance. In the next steps, the device was removed using the standard technique using simultaneous aspiration from the distal access catheter and the guiding catheter. This part of the procedure also proceeded without unusual resistance. A fragment of thrombus was found on the tool. The angiography performed did not reveal recanalization (i.e. Only a fragment of the thrombus was removed). In accordance with the manufacturer's instructions, the stent-retriever was prepared for the next use, during which it was found that one of the two legs attaching the stent-retriever to its guide (the pushing wire in the manufacturer's nomenclature) was detached and bent. In the next steps, after replacing the stent-retriever, the thrombus was removed, achieving recanalization of the vessel. A control CT scan of the head revealed significant subarachnoid bleeding. The patient passed away. Ancillary devices include a phenom 21/160 catheter, synchro2 soft 0.014in x 300cm microwire and sofia lus 6f/125cm catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.